Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed but not duplicated. Review of the activity logs shows occurrences of the reported malfunction. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.